Event description:
The or staff reported that the first 2 batches of cement hardened under 6 min. The second batch was placed in the femoral stem, which had already cured. Both were the same lot rcu048. There was difficulty with using a biomet cement removal chisels which prolonged the surgery/anesthesia time. Ultimately, a ultrasonic removal device was used and the patient incurred a periprosthetic fracture.

Event description:
The or staff reported that the first 2 batches of cement hardened under 6 min. The second batch was placed in the femoral stem, which had already cured. Both were the same lot rcu048. There was difficulty with using a biomet cement removal chisels which prolonged the surgery/anesthesia time. Ultimately, a ultrasonic removal device was used and the patient incurred a periprosthetic fracture.

Manufacturer narrative:
The following devices were added to this report on (B)(4) 2014 received from user facility under ref # (B)(4). Unknown cement gun. Cement mixing bowl and cement cartridge 180gram ref (B)(4). It is unknown at this time, if any of these devices may have caused or contributed to the reported event however it was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. The reported lot code is made up of a powder pouch and liquid ampoule, which were also reviewed and no discrepancies noted. Visual inspection and functional testing was completed on the three retained samples tested of the reported lot. The results were satisfactory and within specification. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no other similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Event description:
Additionally reported via medwatch uf/importer report #: (B)(4): femoral neck osteotomy performed. The femoral canal was irrigated, dried, and packed. The scrub circulation technician had difficulty with a cement gun that broke due to the first two bags of cement curing too quickly. The two bags of cement that had been mixed were discarded. Subsequently, two more bags of simplex cement with the same lot numbers were requested by the surgeon and mixed. The cement was handed to the surgeon at three minutes. The gun cement applicator was prepared and handed to the surgeon. After deploying the cement gun with 1&#10289;/2 squeezes, the cement gun became rigid and cement hardened at less than 6 minutes of mixture. At that point the femoral canal was filled to approximately three fifths the canal volume. Surgeon asked for an additional two packs of cement to be mixed. The next minute, the cement had cured and became solid. There was no way to simply pull out the cement. During the removal of the cement using an ultrasonic device, a periprosthetic fracture occurred and the cement was unable to be removed. Patient required a second surgery/revision and repair of the posterolateral segmental bone loss, left mid shaft femur fracture. Discussion with the rep, who was present, anesthesiologist, rn and surgeon found no error on the technicians/circulator ' s part which could have led to the rapid setting of the cement. Stryker rep stated it is expected to set at 10-13 minutes. The surgery staff expected the set to occur within 7-17 minutes leaning more towards the latter. Per manufacturer's response to the hospital, there might be a technique/skill since both batches of cement were from the same lot.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.